Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16886.

Event description:
Philips received a complaint from customer, reporting that the v60 ventilator had a leaking oxygen manifold. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the biomed reported that the oxygen manifold was leaking when the e-tanks were not connected, while the wall oxygen was connected. The rse advised the biomed to check the valve inside the manifold. It was reported that it appeared to be malfunctioning. The rse provided the biomed with the 3rd generation oxygen manifold part ID.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID for a replacement oxygen manifold; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 12/13/2022, 12/29/2022 and 01/10/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.